Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 322 was reproduced and confirmed through eval. Physical inspection found that the upper and lower latch switch bracket screws were loose allowing the upper and lower latch switches to move in and out from the upper and lower door latches. The upper auxiliary assembly and lower auxiliary assembly, which contain the failed screws, were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/ set loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.